Event description:
The patient was at home when his lvad controller started abnormally beeping due to what's known as 'power switching' (power switching is a malfunction of the device). To trouble shoot the power switching, the patient changed one of his two connected batteries. As soon as the patient disconnected one of the batteries, the lvad controller immediately went black and triggered what is known as a 'double power disconnect alarm'. This happened despite one good power source still being connected to the controller. A double power disconnect alarm and blank screen indicates that the lvad pump is off, decreasing perfusion and cardiac flow to the patient. The patient was able to quickly connect a new battery, which resolved the double disconnect alarm and restarted the pump. The patient then called the vad coordinator to report the issue. The vad coordinator and vad biomed engineer guided the patient and his caregiver through changing the controller to his backup lvad controller. All issues have resolved since the controller was changed. Medtronic provided complaint number and device was returned to the manufacturer by mail.